Event description:
It was reported an over infusion of fentanyl. The volume to be infused (vtbi) was 100 ml titrated at 2.5 ml/hr. The volume concentration was 10mcg/ml. The ICU nursing manager manually calculated drip rate that, "it was running at 100mcg/hr so 10ml/hr, drip factor calculated at 2.5 ggts/min. When counted manually for 4 mins, averaged 3.5 gtts/min." This was a routine order programmed manually using the guardrail library. Vancomycin 1.25gm/ns250ml was running concurrently and infused 100ml in seven hours. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an over infusion of fentanyl. The volume to be infused (vtbi) was 100 ml titrated at 2.5 ml/hr. The volume concentration was 10mcg/ml. The ICU nursing manager manually calculated drip rate that, "it was running at 100mcg/hr so 10ml/hr, drip factor calculated at 2.5 ggts/min. When counted manually for 4 mins, averaged 3.5 gtts/min." This was a routine order programmed manually using the guardrail library. Vancomycin 1.25gm/ns250ml was running concurrently and infused 100ml in seven hours. There was patient involvement but no harm.